Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed that the front panel display touch screen was loose. There was a gap with the front panel bezel. Visual indication of dried fluid within the cassette compartment and on top of the pump door. No visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. During the simulated treatment, a dc (drain complication encountered) warning occurred, as expected, when intentionally restricting the patient line during a drain phase (drain 1). System air leak test passed. Valve actuation test passed. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the encountered dried fluid could not be determined. The four front panel screws behind the led display were tight. Mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is unconfirmed. There were no malfunctions found during testing that could have caused or contributed to the reported event. The front touch screen damage was determined to be a deformation problem, with the cause traced to component failure were selected because physical separation of the touch pad with the front panel bezel.

Event description:
On (B)(6) 2024, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius technical services this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler underwent surgery for her pd catheter (not a fresenius product) and was hospitalized twice for drain complications. There was an allegation these events were related to the performance of the liberty select cycler in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was initially hospitalized for nausea, vomiting and hypotension attributed to septicemia due to unrelated comorbidities on (B)(6) 2024. The patient¿s pd catheter (not a fresenius product) was found in malposition during this hospitalization, and she underwent a procedure for a catheter revision. It was affirmed the patient did not experience a serious injury or adverse event that could potentially cause or contribute to her pd catheter complication. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission without incident following the catheter revision. The patient had a difficult hospital course due to septicemia and was discharged to home on (B)(6) 2024. The patient presented to the emergency department (ed) on (B)(6) 2024 following drain difficulty during pd therapy. The patient was held overnight for observation with no hospital admission and released to home the following day following a manual exchange in the ed. It was determined the patient had persisting drain complications due to unknown etiology. It was affirmed the patient did not experience a serious injury or require medical intervention due to the performance of any fresenius product(s) or device(s). It was confirmed the patient¿s septicemia, pd catheter complications, the associated hospitalization and ed visit were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following these events as she awaiting a new liberty select cycler.

Event description:
On 17/may/2024, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius technical services this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler underwent surgery for her pd catheter (not a fresenius product) and was hospitalized twice for drain complications. There was an allegation these events were related to the performance of the liberty select cycler in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was initially hospitalized for nausea, vomiting and hypotension attributed to septicemia due to unrelated comorbidities on (B)(6) 2024. The patient¿s pd catheter (not a fresenius product) was found in malposition during this hospitalization, and she underwent a procedure for a catheter revision. It was affirmed the patient did not experience a serious injury or adverse event that could potentially cause or contribute to her pd catheter complication. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission without incident following the catheter revision. The patient had a difficult hospital course due to septicemia and was discharged to home on (B)(6) 2024. The patient presented to the emergency department (ed) on (B)(6) 2024 following drain difficulty during pd therapy. The patient was held overnight for observation with no hospital admission and released to home the following day following a manual exchange in the ed. It was determined the patient had persisting drain complications due to unknown etiology. It was affirmed the patient did not experience a serious injury or require medical intervention due to the performance of any fresenius product(s) or device(s). It was confirmed the patient¿s septicemia, pd catheter complications, the associated hospitalization and ed visit were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following these events as she awaiting a new liberty select cycler.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly.